Manufacturer narrative:
The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed sharp watchdog timeouts. It was reported that there was patient involvement but any injury and medical intervention is unknown.